Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they changed the batteries for more than fifteen times. The customer's blood glucose value was 85 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display, problem isolated to electrical board. Unable to verify unexpected battery power loss and perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display.